Event description:
It was reported that the power adapter of data transmitter caught fire. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.